Event description:
"Cpi" rec'd info that "this possis sutureless myocardial lead was oversensing and delivering inappropriate shocks. 3 inappropriate shocks and 180 nonsustained events were reported. Egms show normal sinus but rr intervals are erratic. Suspect rs lead problem. The lead was capped and replaced."